Event description:
Equipment failure 18g piv lot 9029871. Piv access started, during blood draw air began coming through tubing, piv flushed to determine patency and air bubbling noted at angiocath and first junction. Piv discounted and piv had to be restarted. FDA safety report ID # (B)(4).